Manufacturer narrative:
Summary of evaluation: an evaluation for this device was not performed as the device was discarded at the hospital. A review of the device history record could not be performed as the lot code was not provided. Attempts to obtain the full catalog number and lot code from the hospital were unsuccessful.

Event description:
Revision of primary tibial component. Purpose of revision not indicated.